Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had leak and air bubbles. The customer¿s blood glucose level was 22 mmol/l at the time incident. Customer does not know the location of the leak. The customer assisted for the troubleshooting. The reservoir will be returned for analysis.